Event description:
It was reported that the implantable cardioverter defibrillator exhibited inappropriate shock due to incorrect signal. It was noted that the patient had hyperkalemia and other electrolyte imbalances which contributed to the inappropriate shock. No intervention was performed. The patient was in stable condition.